Manufacturer narrative:
This is two of two initial/final MDR report being submitted for this complaint with associated MFR report# 1226348-2016-00123. (B)(4). Concomitant products: chikai (asahi intecc) and excelsior sl-10 (stryker). Based on the information, the reported event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during the procedure the enterprise stent got migrated into the target aneurysm when the physician was trying to deploy the vrd. The physician removed the enterprise together with the prowler select plus (606s255x/17262446) microcatheter from the patient. The physician tried to re-capture the stent back into the microcatheter, however, because thrombi was adhering to the device, the stent could not be re-captured back. Another enterprise (lot unknown) was used instead to continue the procedure using a new catheter. No report of visible damages to the enterprise stent or the prowler microcatheter prior to use or upon removal. There were no issues reported during introduction of the complaint microcatheter over the guide wire prior to the attempted use of the enterprise stent. The procedure was completed without further issues or delay. The procedure was the stent-assisted coil embolization of an internal carotid-cavernous aneurysm. The patient was a male of unknown dob, whose vessels were not calcified but the tortuosity level was unknown. There were no patient injuries or complications. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The complained products have already been disposed. No further information is available.